Manufacturer narrative:
The pump display functioned properly. No display anomaly was noted. However, the pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack in the case. The customer stated that the crack is seen from the top right on the display up to the battery compartment. The customer stated that the cracked display between the battery and time display are hard to read. The customer stated that the drive support cap is not damaged. The customer stated that they were not in a car accident. The customer will be sent a replacement pump.